Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 18.4 mmol/l and taking insulin (dose/type unknown). Customer reported feeling "stiff/freezing sensation" 2 minutes later, and losing consciousness. "A few hours later", customer's neighbors saw the customer lying on the floor in his home and called an ambulance. Paramedics obtained a reading of 1.6 mmol/l on an unspecified blood glucose meter. Customer was diagnosed with hypoglycemia and was given intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 18.4 mmol/l and taking insulin (dose/type unknown). Customer reported feeling "stiff/freezing sensation" 2 minutes later, and losing consciousness. "A few hours later", customer's neighbors saw the customer lying on the floor in his home and called an ambulance. Paramedics obtained a reading of 1.6 mmol/l on an unspecified blood glucose meter. Customer was diagnosed with hypoglycemia and was given intravenous glucose. There was no report of death or permanent injury associated with this event.